Event description:
It was reported that during priming with one unit of a polyflux 140h, a leak in the housing was observed "when singing". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.